Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer was in emergency room as a result of high blood glucose. The customer blood glucose level was 455 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because her blood sugar was not going down. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated insulin exited at the quick release. The cannula was bent. The insulin pump will not be returned for analysis.